Manufacturer narrative:
Batch review performed on 28 january 2020. Lot 092876: (B)(4) items manufactured and released on 12-jan-2010. Expiration date: 2014-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient had pain. Liner, head and acetabular shell were explanted on the (B)(6) 2019 and osteolysis was noticed. The primary surgery performed on (B)(6) 2010.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs department: 10 years after dual-mobility cementless tha some osteolytic regions are visible in the proximal femur. The cup is replaced and the femoral cavities apparently filled with bone chips. It is possible that after ten years, the wear products of the standard-pe dm liner have contributed to causing osteolysis. This is in line with findings reported in literature and should not be considered an anomalous behaviour. Visual inspection performed by medacta r&d département: from the pieces analyzed, no particular signs were noticed; some remained parts of bone were present in the macrostructures of the cup and no particular signs were present in the system cup-liner-head. From the received information, it is possible that a wear of the standard pe caused the osteolysis.

Manufacturer narrative:
Batch review performed on 28 january 2020: lot 092876: (B)(4) items manufactured and released on 23-dec-2009. Expiration date: 2014-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient had pain. The prosthesis was explanted on (B)(6) 2019 and osteolysis was noticed. Primary details are unknown.